Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced leakage at site. The infusion set was in use for 12-24 hrs. No further information available.